Event description:
The customer reported that the system displayed an overload fault error message. This error message will cause the system to shut down uncommanded. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cables were cleaned and the system software was reloaded. The system was then found to be operating as intended.